Event description:
The customer reported that there were wires exposed in the power cord. The outer protective sheath was cut, exposing interior wires.

Manufacturer narrative:
The ge service replaced the power cord assembly as needed. The unit functions as intended.